Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) exhibited a monitoring voltage of 2.67 and charge time (CT) of 9 seconds. Premature battery depletion was alleged. Technical services discussed that the device was no longer at risk for being affected by the shortened replacement window advisory; however, could still be depleting faster than expected. Additional information was provided that the device reached elective replacement indicator (eri) due to a charge time of 22 seconds and the monitoring voltage was 2.57. Technical services discussed the midlife display of replacement indicators advisory and recommended replacement.

Event description:
--

Event description:
The device was later explanted and returned for analysis.

Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available at this time. If additional information becomes available the event will be updated.